Event description:
The customer has complained that they have not been getting sufficient battery capacity and the unit has been losing power after an average of 30 mins. Also, the customer complained that the front panel buttons protrude above the surface of the front panel and they occasionally get accidentally activated. Details regarding specific pt events were not provided. The device is being used in a helicopter but does not have a secure mounting location. The devices are being placed on the floor of the helicopter during transport.